Manufacturer narrative:
Additional information found: a2, a4 intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope controller (ec) instrument was analyzed. The reported failure could not be replicated. This ec unit was installed into the test system and video test was run, including 10 power cycles and the system sat idle for 1 hour. The system came up with no errors and good video on both eyes with no issues. The ec worked normally. Errors were observed in the logs on (B)(6) 2023. The ec was replaced, but errors still showed on (B)(6) 2023 in logs and were not caused by the ec. The light engine sensor check was also performed and was less than 5%. No visual damage was found. Isi followed up with the initial reporter and obtained the following additional information: the event took place during a robotic assisted revision of peritoneal dialysis catheter. The system was inspected prior to use and nothing out of the ordinary was noted. The patient tolerated the change in vision carts and did not have any injury. There was no fragment fall into the patient from the device while in use. The procedure was completed robotically with the second vision cart.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse observed errors in the system logs. The fse replaced the endoscope controller (ec) to address error 48406. The system was tested and verified as ready for use. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the system generated a message indicating that the endoscope failed the self-test. The site tried a second endoscope and received the same message. The site swapped out the vision side cart (vsc) with another available vsc. The site then reconnected the second endoscope, and it was working fine with the new vsc. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and identified error 48406 pointing to an illuminator timeout. The procedure was converted to another da vinci surgical system with no reported injury.